Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device failed to discharge energy and prompted a "replace batteries" message. Complainant indicated that the patient subsequently expired.